Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Broken 3 mm apex pins during removal from bone.

Manufacturer narrative:
The reported event that self-drilling half pin apex ø 3mm, 110 x 25mm was alleged of 'breakage during surgery' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be user related. The failure was caused by an off-labelling usage. Indeed, it was reported the apex pin was used for navigation procedure. Please note that the operative technique (apex-st-1 en apex pins op tech) reads: ''caution: apex pins are not intended for navigation procedure purposes. Therefore, this case is considered as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Broken 3mm apex pins during removal from bone.